Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens implanted in the left eye was explanted due to dysphotopsia. The 24.50 diopter lens was exchanged for a 24.0 diopter lens of different brand. Patient¿s current prognosis described as ¿excellent progress. Routine post-operative regimen and follow-up¿. No other information was provided.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the optic was cut or tor into four pieces and one piece was missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.